Manufacturer narrative:
Evaluation summary: (B)(4): performance data was collected from the device and was analyzed. The analysis revealed high resistance/impedance. There was one patient alert for out of tolerance subtreshold lead impedance on (B)(6) 2010 15:00:32. Weekly high voltage lead impedance trend data shows an abrupt spike increase for max defibrillation active can on impedance equal to 90 to 254 ohms max between (B)(6) 2010 and (B)(6) 2010, then returns to baseline at 59 ohms on (B)(6) 2010. Oversensing was also observed. One ventricular non sustained tachycardia episode was seen (B)(6) 2011 00:07:02. There were three ventricular fibrillation episode. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient died approximately ten weeks post implant of the implantable cardiac defibrillator and right atrial pacing lead. There was a revision of a competitor high voltage lead one week later. During the procedure, the patient became hypotensive. An echocardiogram was performed and no effusion was observed. It was also noted and the patient had small r-waves. The patient did recover. The patient had a device check performed six weeks later and during defibrillation threshold test the patient continued to have small r-waves, however was able to be rescued. A care-alert went through to the electrophysiology lab on the day of death. Attempts to reach the patient were unsuccessful. The patient was found dead at home. Via the care-alert readings, the patient had small r-waves prior to death, was in ventricular fibrillation, shocked appropriately, but could not be rescued. Cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.